Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the station in offline mode. A technical service engineer confirmed medications are accessible and not grayed out and failed storage spaces are recovered. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had an error message. A customer reported unable to get medication from the station. There were no adverse events or injuries reported based on this incident.